Manufacturer narrative:
Batch review performed on 24 july 2018; lot 144657: (B)(4) items manufactured and released on 18 november 2014. Expiration date: 2019-09-30; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 12 july 2018: two years after primary total knee replacement, insert fixation screw was found loose. Immediate removal is strongly recommended. During surgery, articular surfaces can be visually inspected in order to evaluate possible damages. No negative consequence should be expected for the absence of the insert fixation screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
During a standard follow-up check in the hospital, the surgeon detected the loose tibial insert fixation screw in the back of the joint on the corresponding x-ray pictures. A torque-limiter screwdriver was not available at the date of the primary surgery. Currently we have no further information about the next step in terms of revision surgery date.